Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 11.8 mg/dl. The customer found out that the sensor cannula or needle is completely missing. The customer stated that the sensor cannula it doesn't seem to be present at all. The customer reported that the sensor cannula is not intact. The customer was advised to return the sensor and we will replaced it.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.